Event description:
This rn was called to the procedure room by the dr. Who performed this patient's vein ablation today on his left leg. They were attempting to ablate the l [left] great saphenous vein, and the wire broke and a portion of it was left in the patient's l great saphenous vein. The dr. Requested this rn stay with the patient, assess him, and apply a compressive coban bandage to the upper thigh, proximal to the proximal end of the wire. He also requested the patient's thigh high compression sock be applied to the lle [left lower extremity] too. The coban bandage was applied proximal to the marker tracings made by the us [ultrasound] sonographer so that the coban would be above the proximal tip of the wire. The us sonographer confirmed with us again that the coban was above the wire and that the wire had not migrated. The patient was transported to another facility to have the piece removed. Manufacturer response for wire, guide, catheter, hi-torque balance middleweight (per site reporter). Waiting for their response